Manufacturer narrative:
We have attempted to contact the user through amazon and was not able to receive any response resulting in insufficient information for an investigation or refund.

Event description:
User purchased a 4-pack product, took a covid test, and received a negative result. The user still felt that they had the virus and took another test several hours later using a different brand and product and got a positive result. The user took the second test from the 4-pack and the test returned an invalid result (no test lines appeared).